Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 32 x 2.75 promus premier¿ stent was selected for use to treat the lesion. However, during the preparation, the stent got detached from the balloon before inserting the device over the coronary guide. The procedure was completed with same device. No patient complications were reported.